Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported during patient use, the tracheal tube was correctly placed but ventilation was not possible, resulting in unstable vital signs. Comparing the tracheal tube with another tube showed that the latter was more rigid and did not kink easily. The patient required eight intubations, high fio2 (fraction of inspired oxygen), a bronchoscopy. There was patient involvement and harm.